Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed failed battery test almost every day. Customer's blood glucose level was 750 mg/dl and was taken to the hospital on (B)(6) 2017. The insulin pump alarmed failed battery test again after troubleshooting. The customer changed their infusion set and treated with manual injections. The customer was in the hospital for one week. The insulin pump would shut off due to the failed battery test alarms. The customer experienced a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. Analysis was unable to perform the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify low battery or failed battery test alarms due to blank display. The insulin pump was also received with broken battery cap, cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, cracked reservoir tube, stained end cap sticker, and reservoir tube window cracked.